Manufacturer narrative:
No medical records have been made available to the manufacturer, however photos were provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device return is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure after the first sample attempt the needle of the device was allegedly difficult to be removed from the tissue. Reportedly, by pulling the top slide of the device back the needle was successfully removed. Allegedly the same issue occurred with other two devices consecutively during this procedure. A coaxial was used and another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
No medical records have been made available to the manufacturer, however photos were provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device return is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure after the first sample attempt the needle of the device was allegedly difficult to be removed from the tissue. Reportedly, by pulling the top slide of the device back the needle was successfully removed. A coaxial was used and another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure after the first sample attempt the needle of the device was allegedly difficult to be removed from the tissue. Reportedly, by pulling the top slide of the device back the needle was successfully removed. A coaxial was used and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation and six electronic photos were provided for review. The investigation is inconclusive for the reported difficult to remove and failure to obtain samples, as functional evaluation could no be performed based on the received condition of the device (i.e. Bent sample notch) and the reported failures could not be confirmed based on the photo review. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current japan IFU (instructions for use) states: directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Using aseptic technique, remove the instrument from its package. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Pull back on the bottom slide to withdraw the stylet and lock in place. Remove the protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. While maintaining instrument's position and needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Penetration depth is 22mm. Remove needle from patient and pull back on the top slide to withdraw the cannula and expose the biopsy specimen (see figure 2). Remove the specimen. Precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to specific organ being biopsied. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. [A bent specimen notch may interfere with the needle function.] Do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. Malfunctions and adverse events: hematoma, hemorrhage. Method code 3317.